Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6) implanted: 2024-03-01 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 01-feb-2025, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient receiving gabalon of an unknown concentration at a dose rate of 60 mcg/day via an implantable pump for spasticity after bacterial meningitis. It was reported that regarding previous implantation, the catheter tip position was c5, 6. One month later, the patient was discharged from the hospital due to good condition. It seemed the catheter tip lowered, so the catheter on the intrathecal side was replaced and placed at c5, 6 in the same manner on 2024-mar-01. The abdominal side of the connector was left alone for use, and only the intrathecal side was replaced. There was an effect of increasing the dosage and it was in the intrathecal space. The anchor was fixated to the fascia. However, the physician reported the catheter tip might have lowered again as of 2024-apr-02. Refer also to MFR report number (B)(4) for prior event regarding dislodgment of tip. The healthcare provider was considering how to deal with a case where the tip of the catheter drops, not only drops but is tied up in the intrathecal space. The outcome of the event was not recovered as of 2024-apr-02. Regarding etiology, the relationship of the event was related to the catheter and drug, but unrelated to the pump and procedure. Additional information was received from a foreign healthcare provider via company representative on 2024-apr-05. It was further indicated that the patient had symptoms of underdose again and tip of catheter seems to be moving down now. Additional information was received from a foreign healthcare provider via a distributor on 2024-apr-23. It was clarified that the catheter associated with the initial dislodgement in which the intrathecal portion of the catheter was replaced on (B)(6) 2024, was catheter with serial number (B)(6). The replacement intrathecal portion of catheter that was implanted (B)(6) 2024, in which was indicated as might have lowered again as of 2024-apr-02, was regarding catheter serial number hg6tyje01. It was unknown if the catheter tip was confirmed as having lowered again. Further diagnostic tests/troubleshooting performed to resolve the event was unknown. Act ions or interventions taken to resolve the catheter tip might have lowered again was unknown. It was unknown if the issue was resolved. The catheter with serial number (B)(6) would not be returned as it is still in use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. Regarding if surgical intervention was to take place, it was noted that there was no information on surgical intervention regarding the catheter with serial number (B)(6) which remains in-use. Regarding actions taken to resolve the catheter continuously lowering, it was indicated that this information could not be obtained. The cause of the catheter continuously lowering was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a distributer (dist). It was reported that the implanted catheter tip continued to move down repetitively after implanting and revision. To prevent that issue, the doctor was considering to change the paramedian oblique entry point from l3-l4 to l2-l3 level.